Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device reprocessing information provided by the customer. Additional information: when the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories and the nozzle was wiped with lint-free cloths/brushes/sponges. The customer could not confirm whether the air/water nozzle was flushed with air and water and could not confirm whether the air/water nozzle was flushed with detergent solution. After precleaning and manual cleaning, the device was reprocessed using an automated endoscope reprocessor; possible model number oer-5 or oer-6. During investigation, a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. During investigation, the foreign material was not identified. The customer-provided information on reprocessing was not complete: therefore, it could not be confirmed whether the device reprocessing was conducted in accordance with the device instructions. The manufacturer investigation could not specify the cause of the foreign material. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had a bad angle. The device was returned for evaluation. During the device evaluation, the foreign object inside the nozzle was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the up/ down knob was out of the standard value. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: water tightness was lost due to a pinhole on the bending section cover, light guide lens had a crack, adhesive around the light guide lens was peeled, adhesive around the objective lens was peeled, indication on the suction connector was peeled, universal cord had a wrinkle, suction cylinder was shaved, control unit had discoloration, water removal ability did not meet the standard value due to clogging of the nozzle, and air supply volume did not meet the standard value due to clogging of the nozzle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.